Manufacturer narrative:
Intuitive surgical inc. (Isi) received the components involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The battery box was installed into a test system and it failed at power up. Failure analysis was unable to duplicate the low battery check issue on the apb. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the surgical staff encountered non-recoverable error codes #17 and 802. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found the non-recoverable error 802 battery fault as the main error. The tse walked the customer through an emergency power off (epo) of the patient side cart (psc) but the issue persisted. The surgeon aborted the procedure post port placement. There was no report of harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the battery box and auxiliary power board (apb) to resolve the issue. The battery box provides backup power in the event of loss of ac power to the system. This provides enough power to safely undock from the patient. The apb controls the battery system in the psc. It contains the battery charger and the battery backup control which switches main system power when ac power fails.

Manufacturer narrative:
On 02/28/2018, intuitive surgical, inc. (Isi) received the following additional information: it was confirmed that the issue occurred prior to the start of a da vinci-assisted surgical procedure as the patient was not in the room. Therefore, this MDR report is being retracted as this event is no longer a reportable event due to no patient involvement.